Event description:
It was reported that the site's handheld would not hold charge anymore. Handheld was left unplugged for 4-5 hours and then would completely die. New handheld was shipped to the site. Good faith attempts to obtain old handheld back for analysis has been successful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.